Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Two photos were provided of the lens in the eye. A black spot is noticed on the edge of the optic and the second photo is zoomed in on this area. This area may be the reported nick to the optic. Due to the quality of the photo we are unable to determine the extent of the reported damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens found to have small nick on edge of optic. Lens implanted and left in patients eye, surgeon said no concern of negative impact on vision. Additional information has been requested. There are two medical device reports associated with this event. This report is 1 of 2.